Event description:
As reported by the user facility: "plastic piece broke off in a pt's arm and had to be surgically removed." Inserted in am, removed that afternoon. Catheter broke off at hub during IV removal. Add'l info provided by the director of risk management, indicated the incident occurred on (B)(6) 2010, and the teflon fragment piece was removed without incident on (B)(6) 2010. At the time the pt was released, there were no adverse sequela reported from the reported incident.

Manufacturer narrative:
The actual device was returned to the manufacturer to be evaluated. A lot number was not provided. The catheter sample was attached to an unk extension set. The catheter was fractured approximately 1/8" from the hub. The area of the fracture appeared as if the catheter had been cut. The fractured remaining piece of the catheter was not returned for eval. It should be noted that similar incidents in the history of this product indicate that when removing the tape and/or dressing from the catheter insertion site, a nurse may use scissors and inadvertently cut the catheter. Standard nursing practices indicate to never use scissors or other cutting implements around IV sites. However, no specific conclusions can be drawn. We have not identified any manufacturing defects or quality deficiencies that caused this incident. The sample and all available info has been provided to the actual manufacturer, for eval.